Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving a battery indicator message. According to the info gathered from the pt on the initial phone call, after the battery indicator issue first occurred on the day before at 7 pm, she had symptoms described as "sweaty and shaky". As a result of the battery indicator issue, the pt took food/beverage. Reportedly, the pt did not receive any medical intervention as a result of the reported issue and did not test on any other device. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the subject meter was not a brand new product and the battery was not replaced per the owner's manual. This complaint is being reported because the pt claimed she had symptoms that were suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet rec'd them. If the lfs product is returned, lifescan will evaluate them, and if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.